Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms; however, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 21¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Evidence of a previous driveline repair was observed approximately 17¿ through 19¿ from the metal connector. No signs of debris, corrosion, or obvious damage to the underlying wires were observed at or around the repair site. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Finally, the returned portion of the driveline was used to run a test lvad on a mock circulatory loop for 30 minutes. The driveline faults were not able to be reproduced during this time, despite manipulation of the driveline. The account reported that following the driveline repair, the driveline fault alarms were immediately seen on the system monitor. It was later communicated that the patient received a heart transplant on (B)(6) 2021. Per the vad coordinator, the device had functioned as intended. Despite the short-to-shield issue that was found to be internal after the failed driveline repair, the patient was stable throughout everything and did not have any pump stops. It was also communicated that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2011. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a transplant on (B)(6) 2021.

Manufacturer narrative:
The patient's known driveline issues were reported under mfrs 2916596-2020-06227, 2916596-2020-03414, and 0002916596-2014-01933.

Event description:
It was reported that the patient was having numerous driveline faults. It appeared that the patient's wire had degraded further from known damage. The patient had an onsite percutaneous lead repair on (B)(6) 2021. The replacement was performed approximately 2 inches from the exit site. The phase interrupter indicated a broken green wire. After the repair was complete there were still driveline faults noted on the system monitor.

Manufacturer narrative:
Section d9;h3: percutaneous lead only returned. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms; however, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 21¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Evidence of a previous driveline repair was observed approximately 17¿ through 19¿ from the metal connector. No signs of debris, corrosion, or obvious damage to the underlying wires were observed at or around the repair site. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Finally, the returned portion of the driveline was used to run a test lvad on a mock circulatory loop for 30 minutes. The driveline faults were not able to be reproduced during this time, despite manipulation of the driveline. The account reported that following the driveline repair, the driveline fault alarms were immediately seen on the system monitor. The plan of care was to assess the patient for a heart transplant. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. Incidental findings: damage to the copper tape at the previous driveline repair site. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2011. No further information was provided. The manufacturer is closing the file on this event.